Event description:
Neck fracture of corail stem kla12 at home without fall nor traumatism.

Manufacturer narrative:
The reported fracture at the etch location was confirmed. The etch location was changed by a design revision in 2002. A recall was conducted, in another country, to remove all affected products from the market. Note- affected product was not distributed in the u.s., as u.s. Distribution did not begin until 2005.